Event description:
Additional information reported that the patient bent over to lift something, and then felt a "pop" in the back. The patient, then, experienced pain over the catheter/anchor site for the next two weeks. After two weeks, the patient met with the physician and a MRI was performed. The MRI determined that there was no spinal problem or new injury. A slight herniation in a disk was found. The patient was also losing feeling in both legs. The patient had a dye study, and it was confirmed that the catheter was broken and torn. The patient's pump was reported to be "dry." A revision/replacement of the pump and catheter was planned, but no date was provided. The patient also had swelling (a "profound lump") over the catheter/anchor site. It was stated by the patient's physician that the "lump" was "serious," but it was not possible to know what it was until a surgery was performed. The patient's pump contained hydromorphone, but the concentration and daily dosage was not provided. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)

Event description:
The attorney alleges that the side port of the pump is leaking and needs to be replaced.

Event description:
Patient experienced withdrawal and headaches. It was stated that the catheter had broken in half and the anchor had broken and moved as well. Drug delivered via the device was unknown. No further information was provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8709, (B)(4), implanted: 2005 (B)(6), explanted: unk.